Event description:
It was reported that during the procedure, the workmate computer shut down and another computer had to be used to complete the procedure.

Manufacturer narrative:
The ep4 stimulator was returned for eval. Functional testing of the unit verified the complaint. The cause for the cpu shutdown during the procedure was unseated processors. The processors were reseated and secured. The cpu was then evaluated and met specs.